Event description:
The facility reported an infusion pump with a failure code 703. The event was reported to have occurred during pt infusion. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Eval summary: the pump is in the process of being evaluated. A follow-up report will be filled upon completion of the eval, or if any add'l details become available. This report represents all the info known by the reporter at this time.